Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00010 on 19-jan-2023. Additional information (20-feb-2023): siemens attempted to further investigate this incident through instrument data. However, the available instrument data does not contain the impacted sample and the customer did not provide additional information. The cause cannot be determined as instrument files were not available for further analysis. The investigation findings and investigation conclusions codes of section h6 were updated to reflect additional information.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that erroneous sodium (na) and potassium (k) results were obtained on a patient sample on the dimension exl 200 instrument. Quality control (qc) and calibrations were evaluated and determined to be acceptable. No instrument errors were obtained. The instrument is operational. The cause of the erroneous sodium and potassium results is unknown. Siemens is investigating the issue.

Event description:
A falsely elevated sodium (na) result and a falsely depressed potassium (k) result were obtained on a patient sample on the dimension exl 200 instrument. The erroneous results were reported to the physician(s), who questioned the results. The sample was reprocessed on the original instrument and an alternate atellica ch 930 analyzer. The repeat results from an atellica ch 930 instrument were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous sodium and potassium results.